Event description:
It was reported that the patient experienced feeling, "tired when exercising and became winded more easily." The rate response was adjusted and the patient's symptoms improved. The device remains in use. No further patient complications have been reported as a result of this event.